Manufacturer narrative:
This is a final report. The device (B) (4) was returned and an investigation utilizing the returned meter, returned test strips (lot no: 44678), returned calibrator (lot no: 44678) and retained control solution (lot no: 64676q101) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. Additionally, a review of the meter's internal memory log failed to locate the reported result of 327 mg/dl.

Event description:
Customer reported receiving inaccurate readings compared to a laboratory reading. Customer reported that on (B) (6)2010, he received a reading of 327 mg/dl on his precision xtra blood glucose meter compared to a lab reading of 119 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.